Event description:
The event is reported as: complaint alleges that the circuit would not pass pre-application leak test on servo I ventilator. Customer states that it was a split tubing at the connector. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.